Manufacturer narrative:
The a1cx3 reagent lot number was 782839, with an expiration date of 30-jun-2025. The competitor method was beckman. The field service engineer (fse) performed maintenance actions and replaced a cuvette. Calibration and qc were performed, and samples were run. The service actions resolved the issue.

Event description:
The initial reporter questioned high results for an unspecified number of patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cx3) on a cobas c 303 analytical unit. An example of discrepant results was provided for 1 patient sample. The result from the c303 analyzer was 15.7%. The repeat result from a competitor method was 6.7%. Based on the patient¿s clinical presentation and history, the repeat result was believed to be correct.